Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was experiencing pain around the device site and experiencing a "vibrating" feeling in chest. It was further reported by the patient that the device was "not working". The device remains in use. No further patient complications have been reported as a result of this event.